Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have fractured. The lead exhibited high thresholds and high impedance. It was noted that there was a large loop present in the right ventricular portion of the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.